Manufacturer narrative:
Concomitant medical products: product ID dtma2d1 ICD, implanted: (B)(6)2018. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold, unstable threshold and loss of capture on the left ventricular (lv) lead. The lead was explanted and replaced. During the right ventricular (rv) lead replacement, there was insulation damage recognized. The lead was e xplanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. The interior superior vena cava defibrillation cable was extrinsically fractured due to pulling/stretching. The exposed superior vena cava defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.